Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint that was issued. It is unclear when the device was issued but was used (B)(6) 2022 with the reaction occurring (B)(6) 2022. The patient experienced inflamed oral mucosa, swelling of the lips and anterior of the tongue as well as some numbness of the tip of the tongue. The device was discontinued (B)(6) 2022 with the reaction resolving (B)(6) 2022. There was no medical treatment required. The patient has allergies to amoxicillin and sulfa drugs. The patient has not seen an allergist as of this date. With regards to the device: the device was rinsed with cold water prior to delivery. The patient was advised to do the same.

Manufacturer narrative:
CAPA 2023-006 the device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. An allergic reaction is not very likely, but can not be excluded. Additionally, erkodent reported no further complaints for this material lot. Lot# e-pro 4.0-11805202 (erkoloc-pro) was manufactured from january 17, 2022 and was assigned an expiration of january 2025. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. Splint was returned in the original case. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear with yellow tint and transparent. General cleanliness - the returned device appeared to be clean, very little debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 5.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning: ·use only clear, cool water to wash the device. ·do not clean or soak in mouthwash. ·do not use denture cleanser. ·do not use hot water. ·do not use alcohol or hydrogen peroxide. ·do not place in direct sunlight. Keep away from heat sources. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier erkodent reviewed the incident details and determined an allergic reaction could not be ruled out.

Manufacturer narrative:
Additional data: b2, b7, d4, h4, h6 (health effect - clinical codes, type of investigation code, and investigation conclusions code). Corrected data: a2, h6 (health effect - impact code). Device labeling: comfort bite splints are intended to be used on a single patient only. The reuse of such device on another patient is not recommended due to the risks of improper fit and cross-contamination/infection. Comfort bite splints may only be used for their intended use in accordance with general rules for dental treatment. If the indications for use are not clearly specified, treatment should be suspended until those considerations have been clarified. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. (B)(4). Manufacturer reference: (B)(4).